Manufacturer narrative:
This report is submitted on 05 november 2019.

Event description:
Per the clinic, the patient experienced recurrent infections at abutment site; subsequently the patient underwent skin revision prior to removing abutment and was treated with antibiotics (type and date not reported).